Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative troubleshot the equipment and confirmed the unit had a leak in excess of 4.5lpm that prevented the user from maintaining pressure during ventilation. The flow sensor was replaced by the hospital's biomedical engineer, and the unit was returned to service.

Event description:
The hospital reported that during pre-use checkout the unit had low tidal volume. There was no report of patient involvement.